Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain, pelvic/ abdominal pain'), fallopian tube perforation ('perforation ¿ fallopian tubes/ perforation (fallopian tube(s)'), device dislocation ('migration/ malposition of essure device location of device: protruding out of tubes'), device expulsion ('breakage/ expulsion - expulsion/ expulsion of essure device'), device breakage ('the outer coil broke into pieces due to some scarring, but ultimately we were able to get the last bit with the flange visible we then amputated the tube completely and removed the essure device with all of its pieces, as well as the complete tube') and cerebrovascular accident ('other injury(ies) or complication (s) please describe: stroke') in a 50-year-old female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anxiety disorder and diverticulosis. Concomitant products included lorazepam (ativan) since 2014. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain , pelvic/ abdominal pain"), abdominal distension ("abdominal bloating"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), migraine ("excessive migraine headaches/ migraines / headaches"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("excessive hair loss /hair loss,"), amnesia ("memory loss"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("diagnosed nickel allergy/ nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder probs/ bladder problems or changes"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), visual impairment ("vision prob"), nausea ("nausea"), headache ("headaches"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), rash ("rash/skin condition/ rashes or skin conditions type: rashes"), skin disorder ("skin condition"), food allergy ("allergic or hypersensitivity reaction type: food, medical"), urinary tract disorder ("bladder or urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), menopausal symptoms ("hormonal changes describe: menopause"), vision blurred ("vision/eye problems type: blurry"), migraine with aura ("vision/eye problems type: spots"), pain ("whole body pain") and back injury ("back injury") and was found to have hormone level abnormal ("hormonal changes,") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, migraine, alopecia, fatigue, dysmenorrhoea, dyspareunia, allergy to metals, gastrointestinal disorder, tooth disorder, hormone level abnormal, visual impairment, weight decreased, nausea, headache, female sexual dysfunction, rash and skin disorder had resolved, the fallopian tube perforation, device dislocation, device expulsion, device breakage, cerebrovascular accident, pelvic discomfort, abdominal distension, amnesia, psychological trauma, bladder disorder, urinary tract disorder, irritable bowel syndrome, menopausal symptoms, vision blurred, migraine with aura, pain and back injury outcome was unknown and the anxiety, depression and food allergy was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back injury, back pain, bladder disorder, cerebrovascular accident, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, food allergy, gastrointestinal disorder, headache, hormone level abnormal, irritable bowel syndrome, menopausal symptoms, migraine, migraine with aura, nausea, pain, pelvic discomfort, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (discrepancy noted): on (B)(6) 2011. Plaintiff received treatment for pain, allergy, expulsion,psych injury, migration, perforation, other injuries/symptoms. Current weight 121lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain, pelvic/ abdominal pain'), fallopian tube perforation ('perforation ¿ fallopian tubes'), device dislocation ('migration') and device expulsion ('breakage/ expulsion - expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain , pelvic/ abdominal pain"), abdominal distension ("abdominal bloating"), anxiety ("anxiety"), migraine ("excessive migraine headaches"), depression ("depression"), alopecia ("excessive hair loss /hair loss,"), amnesia ("memory loss"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmennorhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("diagnosed nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), visual impairment ("vision prob"), nausea ("nausea"), headache ("headaches"), female sexual dysfunction ("apareunia"), rash ("rash/skin condition") and skin disorder ("skin condition") and was found to have hormone level abnormal ("hormonal changes,") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, migraine, alopecia, fatigue, dysmenorrhoea, dyspareunia, allergy to metals, gastrointestinal disorder, tooth disorder, hormone level abnormal, visual impairment, weight decreased, nausea, headache, female sexual dysfunction, rash and skin disorder had resolved and the fallopian tube perforation, device dislocation, device expulsion, pelvic discomfort, abdominal distension, anxiety, depression, amnesia, psychological trauma and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic discomfort, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, visual impairment and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (discrepancy noted): (B)(6) 2011. Plaintiff received treatment for pain, allergy, expulsion,psych injury, migration, perforation, other injuries/symptoms. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exdude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be total excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: ppf received. Reporter's information was added. Added event dysmenorrhea cramping),dyspareunia (painful sexual intercourse),apareunia, nickel allergy, expulsion, migration, perforation ¿ fallopian tubes,bladder probs.,gi conditions, dental problems ,hormonal changes, vision probs, weight loss, nausea, headaches. Updated outcome event pain and bleeding, other from unknown to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain, pelvic/ abdominal pain'), fallopian tube perforation ('perforation ¿ fallopian tubes'), device dislocation ('migration') and device expulsion ('breakage/ expulsion - expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain , pelvic/ abdominal pain"), abdominal distension ("abdominal bloating"), anxiety ("anxiety"), migraine ("excessive migraine headaches"), depression ("depression"), alopecia ("excessive hair loss /hair loss,"), amnesia ("memory loss"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("diagnosed nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), visual impairment ("vision prob"), nausea ("nausea"), headache ("headaches"), female sexual dysfunction ("apareunia"), rash ("rash/skin condition") and skin disorder ("skin condition") and was found to have hormone level abnormal ("hormonal changes,") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, migraine, alopecia, fatigue, dysmenorrhoea, dyspareunia, allergy to metals, gastrointestinal disorder, tooth disorder, hormone level abnormal, visual impairment, weight decreased, nausea, headache, female sexual dysfunction, rash and skin disorder had resolved and the fallopian tube perforation, device dislocation, device expulsion, pelvic discomfort, abdominal distension, anxiety, depression, amnesia, psychological trauma and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic discomfort, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, visual impairment and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (discrepancy noted): (B)(6) 2011 plaintiff received treatment for pain, allergy, expulsion,psych injury, migration, perforation, other injuries/symptoms. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be total excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-sep-2019: all information was transferred from deleted case (B)(4): references, reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformance's data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain, pelvic/ abdominal pain'), fallopian tube perforation ('perforation ¿ fallopian tubes/ perforation (fallopian tube(s)'), device dislocation ('migration/ malposition of essure device location of device: protruding out of tubes'), device expulsion ('breakage/ expulsion - expulsion/ expulsion of essure device'), device breakage ('the outer coil broke into pieces due to some scarring, but ultimately we were able to get the last bit with the flange visible we then amputated the tube completely and removed the essure device with all of its pieces, as well as the complete tube') and cerebrovascular accident ('other injury(ies) or complication (s) please describe: stroke') in a 50-year-old female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anxiety disorder and diverticulosis. Concomitant products included lorazepam (ativan) since 2014. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain , pelvic/ abdominal pain"), abdominal distension ("abdominal bloating"), anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety"), migraine ("excessive migraine headaches/ migraines / headaches"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("excessive hair loss /hair loss,"), amnesia ("memory loss"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmennorhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("diagnosed nickel allergy/ nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder probs/ bladder problems or changes"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), visual impairment ("vision prob"), nausea ("nausea"), headache ("headaches"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), rash ("rash/skin condition/ rashes or skin conditions type: rashes"), skin disorder ("skin condition"), food allergy ("allergic or hypersensitivity reaction type: food, medical"), urinary tract disorder ("bladder or urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), menopause ("hormonal changes describe: menopause"), vision blurred ("vision/eye problems type: blurry"), migraine with aura ("vision/eye problems type: spots"), pain ("whole body pain") and back injury ("back injury") and was found to have hormone level abnormal ("hormonal changes,") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, migraine, alopecia, fatigue, dysmenorrhoea, dyspareunia, allergy to metals, gastrointestinal disorder, tooth disorder, hormone level abnormal, visual impairment, weight decreased, nausea, headache, female sexual dysfunction, rash and skin disorder had resolved, the fallopian tube perforation, device dislocation, device expulsion, device breakage, cerebrovascular accident, pelvic discomfort, abdominal distension, amnesia, psychological trauma, bladder disorder, urinary tract disorder, irritable bowel syndrome, menopause, vision blurred, migraine with aura, pain and back injury outcome was unknown and the anxiety, depression and food allergy was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back injury, back pain, bladder disorder, cerebrovascular accident, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, food allergy, gastrointestinal disorder, headache, hormone level abnormal, irritable bowel syndrome, menopause, migraine, migraine with aura, nausea, pain, pelvic discomfort, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (discrepancy noted): (B)(6) 2011 plaintiff received treatment for pain, allergy, expulsion,psych injury, migration, perforation, other injuries/symptoms. Current weight (B)(6) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- stroke¸ food allergy¸ bladder or urinary problems or changes¸ ibs, menopause, blurry vision, spots, whole body pain, back injury, device breakage. Reporter information, medical history, concomitant drug, event onset date were added. Events outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain, pelvic/ abdominal pain'), fallopian tube perforation ('perforation ¿ fallopian tubes/ perforation (fallopian tube(s)'), device dislocation ('migration/ malposition of essure device location of device: protruding out of tubes'), device expulsion ('breakage/ expulsion - expulsion/ expulsion of essure device'), device breakage ('the outer coil broke into pieces due to some scarring, but ultimately we were able to get the last bit with the flange visible we then amputated the tube completely and removed the essure device with all of its pieces, as well as the complete tube') and cerebrovascular accident ('other injury(ies) or complication (s) please describe: stroke') in a 46-year-old female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included obesity. Concurrent conditions included anxiety disorder and diverticulosis. Concomitant products included lorazepam (ativan) since 2014. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food, medical"). On (B)(6) 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rash/skin condition/ rashes or skin conditions type: rashes"). On (B)(6) 2011, the patient experienced allergy to metals ("diagnosed nickel allergy/ nickel allergy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced alopecia ("excessive hair loss /hair loss,"). On (B)(6) 2011, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder probs/ bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems condition: anxiety") and depression ("depression/ psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced migraine ("excessive migraine headaches/ migraines / headaches"). In 2013, the patient was found to have weight decreased ("weight loss") and experienced menopausal symptoms ("hormonal changes describe: menopause"). On (B)(6) 2015, the patient experienced cerebrovascular accident (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurry") and migraine with aura ("vision/eye problems type: spots"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain , pelvic/ abdominal pain"), abdominal distension ("abdominal bloating"), amnesia ("memory loss"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision prob"), headache ("headaches"), skin disorder ("skin condition"), pain ("whole body pain") and back injury ("back injury") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, migraine, alopecia, fatigue, dysmenorrhoea, dyspareunia, allergy to metals, gastrointestinal disorder, tooth disorder, hormone level abnormal, visual impairment, weight decreased, nausea, headache, female sexual dysfunction, rash and skin disorder had resolved, the fallopian tube perforation, device dislocation, device expulsion, device breakage, cerebrovascular accident, pelvic discomfort, abdominal distension, amnesia, psychological trauma, bladder disorder, urinary tract disorder, irritable bowel syndrome, menopausal symptoms, vision blurred, migraine with aura, pain and back injury outcome was unknown and the anxiety, depression and food allergy was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back injury, back pain, bladder disorder, cerebrovascular accident, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, food allergy, gastrointestinal disorder, headache, hormone level abnormal, irritable bowel syndrome, menopausal symptoms, migraine, migraine with aura, nausea, pain, pelvic discomfort, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (discrepancy noted): (B)(6) 2011 plaintiff received treatment for pain, allergy, expulsion,psych injury, migration, perforation, other injuries/symptoms. Current weight 121lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet received: new event - patient did not underwent essure confirmation test was added. Onset date of events were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 09-nov-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be total excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She underwent surgery to remove the devices this event is anticipated according to reference safety information for essure. Chronic pelvic pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which refers to a adult female consumer who had essure (fallopian tube occlusion insert in (B)(6) 2010 for permanent sterilization. Consumer's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, anxiety, excessive migraine headaches, depression, excessive hair loss, memory loss, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On (B)(6) 2016, she underwent surgery to remove her essure coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She underwent surgery to remove the devices this event is anticipated according to reference safety information for essure. Chronic pelvic pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.